Manufacturer narrative:
The device was not available for return.

Event description:
It was reported that during a surgical procedure at the user facility the tip of the device fell off into the patients hip. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.